Event description:
It was reported that the patient with this device stated that their remote communicator displayed a red call doctor icon (rdci). Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the rcdi. The rcdi disappeared but a message showed in latitude indicating that for the patient protection the device has been switched to safety mode. Subsequently, this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced. No additional adverse patient effects were reported.